Manufacturer narrative:
Not returned.

Event description:
A hospital employee alleged that the high flow blood/fluid disposable set leaked from the bottom of the drip chamber. No patient injury was reported.